Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) was undergoing defibrillation threshold (dft) testing when a shorted lead condition was found. Pacing impedance measurements prior to the dft testing were 351 ohms and increased to 1533 ohms following dft testing. Additionally, loss of capture (loc) was noted following dft testing. Both this lead and device were successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a cut in the is-1 terminal leg insulation through to the rate/sense (rs+) conductor coil. Additionally arcing damage is evident on the lead's rs+ conductor coil directly underneath the cut. As the rs+ conductor coil is tied to the df-1 distal conductor, when dft testing was performed, arcing occurred between the rs+ conductor coil and the device can through the cut. As a result, the rs+ conductor coil melted in this location and became discontinuous, most likely contributing to the loss of capture that was observed following testing. Laboratory analysis confirmed that a shorted lead condition occurred during dft testing, resulting in subsequent damage to the conductor coil of the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.